Manufacturer narrative:
The field service engineer (fse) fse noted the washed percent coefficient of variation (%cv) was 9.16% (system specifications is 0.00-12.00%). The fse proactively replaced the aspirate probes and peristaltic pump tubing. The fse noticed the wash arm drive band nut was cracked. The fse replaced the nut and verified alignments. While priming the system, the fse noticed micro-bubbles in the wash pump piston and obtained wash pump motion errors. The fse cleaned the wash pump and replaced the seal. A routine system check and high sensitivity system check were performed. The routine system check passed within instrument specification but the high sensitivity system check failed. The fse again noted micro-bubbles in the wash pump piston and noted that the adapter block for the wash buffer supply line was cracked. The fse replaced the fluidics manifold and the wash buffer supply block. The system was primed and no bubbles were observed. A routine system check and high sensitivity system check were performed. The routine system check passed within instrument specification but the high sensitivity system check failed. The fse inspected the analytical module and noted the mixing area and wash wheel were dirty with excessive wash buffer deposit build-up. The fse then performed a major preventative maintenance (pm) on the instrument per the published procedure. A new wash pump assembly was installed and the system primed with backlash calibrated; no issues were noted. A routine system check and high sensitivity system check were performed. The routine system check passed within instrument specification but the high sensitivity system check failed. The fse inspected the reaction vessel (rv) shuttle area and discovered the rake alignment was too loose. The fse made the necessary adjustments to the alignment and noted the rvs were secured and vertical. A high sensitivity system check was performed which passed within instrument specifications. Additionally, assay quality control (qc) was performed and passed within the laboratory's established ranges. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Nut, buffer supply block, pump assembly. In conclusion, a system malfunction is the likely cause of the event as multiple repairs resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event since several hardware issues were addressed. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The customer reported an erroneously elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrator. An initial result of 0.93 ng/ml was obtained. Subsequent analysis of the patient¿s sample, on the original instrument, generated a lower result of 0.02 ng/ml, which was within the normal reference range. The sample was also analyzed through an alternate methodology and produced a negative result of 0.01 ng/ml. The original result was not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. The patient¿s sample was collected in a 12x75 mm lithium heparin gel tube and centrifuged at 3,000 rpm (rotations per minute) for ten minutes, at room temperature. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.